Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 66 mg/dl and glucose tablets were consumed to address the bg level. The customer thought the pump basal setting was set too high. The customer adjusted the basal rate setting. Tandem technical support advised the customer to discuss the settings with a healthcare provider.